Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer successfully filled the cartridge with the original needle and resumed insulin therapy. Customer¿s blood glucose was 292 mg/dl.